Event description:
It was reported that the bd twinpak¿ dual cannula device experienced foreign matter in device cannula. The following information was provided by the initial reporter: while the team is pushing through the rubber stopper of the 1 g vile ¿ they are noticing pieces of rubber coming off into the medication.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd twinpak¿ dual cannula device experienced foreign matter in device cannula. The following information was provided by the initial reporter: while the team is pushing through the rubber stopper of the 1 g vile ¿ they are noticing pieces of rubber coming off into the medication.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.